Manufacturer narrative:
A total of two devices were returned with the shipment along with two labels. Both labels referenced the same lot number, fr848063. Also returned in the shipment were two ejected laser-cut hypotubes, a distal end component of the device. Upon inspection of the returned device it was noted that the pebax covering is torn approximately 1 inch from the distal tip of the needle. The pebax encapsulates the spiral cut needle facilitating aspiration. No fragments appeared to be missing. Additionally the pebax material proximal to the near the site of the tear is bunched. The needle deployment after the pebax bunched likely led to the ejection of the metallic hypotube from the outer sheath. The ejected hypotube was returned along with the device. No damage was noted to the returned hypotube. It was noted that in addition to the pebax damage, the distal end of the outer sheath was sliced. This likely occurred as a result of the hypotube ejection. It would have taken a significant force to push out the hypotube and fracture the outer sheath. No additional anomalies were noted during evaluation. Attempts to replicate the failure in multiple orientations were unsuccessful. Based upon evaluation of the returned device the root cause of the reported failure is unknown although damage likely was incurred over the course of several passes. Review of production records suggest manufacturing did cause or contribute to the failure as the device met all final acceptance criteria. In addition, the dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 239 units were produced under this lot number with no associated or recorded process deviations relating to the reported failure

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 239 units were produced under this lot number with no associated process deviations relating to the reported failure.

Manufacturer narrative:
This supplemental report is being submitted to correct section h10. Review of production records suggest manufacturing did not cause or contribute to the failure as the device met all final acceptance criteria.

Manufacturer narrative:
User facility reported about the two devices. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. As a preventive measure, the needle instruction manual states, "always have a spare instrument available in case the primary instrument malfunctions. To prevent breakage, the needle instruction manual also warns; do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. In addition, the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device." If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a diagnostic endobronchial ultrasound (ebus), bronchoscopy with fine needle aspiration (fna), and endobronchial washings procedure residual pieces from two needles detached inside the patient. The needles were inspected prior to the case and no anomalies were found. Each needle was reported to be used for five passes. The pieces that detached were both silver metal and clear plastic. The pieces were removed by going back in with the bronchoscope. No pieces were noted on x-ray or computed tomography (CT). The procedure was completed. There were no other issues observed during the procedure. There was no patient injury reported. This is 1 of 2 reports.